Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the cysto-nephro videoscope tested positive for 2 colony forming units (cfus) of moraxella species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The information included in d8, d9, e1, e2, e3, and the device evaluation were inadvertently omitted from the initial medwatch report. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus sent the subject device to a third party for culture testing where: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The subject device was returned and evaluated where no abnormalities were found that could have led to the positive culture. There was no report on the subject device being used in procedure after the suggested event was reviewed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use: ¿chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor field performance for this device.